Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The sleeve was noted to be in good condition. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gynecological procedure, the two ports were placed and after placement the blades failed to retract automatically. No action necessary. Once they had gained entry they were able to remove the trocar and just leave the sleeve in place. There were no adverse consequences for the patient.